Event description:
During the implant procedure (B)(6), it was reported the physician experienced difficulty inserting the lead into the header port (1-8) of the ipg. Multiple attempts at connection were unsuccessful. The physician then elected to insert the lead at header port 9-16, and the connection was made without incident. The alleged connection issue reportedly extended the implant procedure by an hour. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.